Event description:
It was reported that the patient underwent a dental bone grafting procedure using dbm putty in the sockets of teeth #12, #13, and #14 immediately post-extraction. The surgeon gained primary closure, and allowed 6 months of healing before re-entering the site to place the implant. Upon re-entry, there was no bone regenerated into the socket. Instead of bone, soft tissue had invaded the space. The surgeon had to remove the soft tissue ingrowth and regraft the socket. The surgeon was unable to place the dental implants, and the patient will require another surgery at a later date to place the implants.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.